Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 38 x 3.00 promus premier drug eluting stent was advanced to treat the lesion. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 38 x 3.00 promus premier drug eluting stent was advanced to treat the lesion. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.